Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced infusion set tubing came apart event on (B)(6) 2025 the site of detachment was from p-cap. The insertion site was abdomen. The infusion set was in use for 3 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.